Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic gastroplasty procedure, while on stomach, after mounting and calibrating the device at the time of shooting the doctor did not fire the load and the staples were not released. The green button was able to press and handle was squeeze. The device was replaced to complete the case. There was no patient injury.